Event description:
From surgeon: patient underwent mediport removal on [redacted]. At the time of surgery, I verified that I had the mediport as well as an intact catheter in place. This was sent to pathology for gross examination. Unfortunately, the patient need to be brought back to the operating room on [redacted] - approximately 1 month later, for an axillary dissection, and the morning of procedure, patient had a palpable mass within the right chest wall. I performed an excision of this area and there was a retained connector from the mediport in this area. This connector is usually attached to the mediport and catheter and is not usually its own individual piece at the time of removal. This was sent for pathology. In the future I will need to be ensuring that all portions of the mediport system are within the specimen. The entire mediport system should have been removed on [redacted] -one month earlier. A small incision was made overlying her previous mediport scar to remove this connector.